Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, the patient endured premature ventricular contractions (pvc)/ ventricular tachycardia (vtach) arrhythmias which required defibrillation. Device was repositioned due to being close to the septum. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.